Event description:
It was reported by the patient that the previously working remote monitor did not respond when the start button was pressed. The monitor was successfully reset by unplugging and replugging in the power cord, and a successful transmission was able to be sent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The monitor was analyzed and no anomalies were found. It was noted that the top housing was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.